Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a higher sensor scan result of 389 mg/dl compared to a blood glucose reading of 270 mg/dl obtained on the healthcare professional (hcp) meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was unable to self-treat, requiring treatment by an hcp. Blood sugar was measured, and gummy bears were consumed. Furthermore, surgery must be performed on the shoulder joint because customer fell. It was reported that the customer will receive a new shoulder joint. An x-ray and CT scan were performed. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.